Manufacturer narrative:
A review of the device history record could not be conducted since the associated lot number was not provided. A video was sent for evaluation. Based on the video, it appears that the catheter was damaged; however, without being able to physically examine the affected unit, the exact issue or possible root causes could not be determined.

Event description:
Argon 384467 (3.5 fr dual lumen) had a dwell time of 3 days. Crack was noticed in the hub of the catheter. Video provided that shows fluid squirting out of a crack in the hub of the catheter. Customer stated that nurses are holding the PICC but not the cap. Product was provided to value analysis coordinator for vascular access. Hospital policy is not to return product back to manufacturer for evaluation.